Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported having a MRI while wearing the insulin pump. The customer stated that the device was exposed to the magnetic resonance image less than a minute before they realized it was on. The customer stated that the insulin pump alarmed motor error during rewind and manual prime. Ran a displacement test and the device failed the test. No further information was provided.